Event description:
It was reported that during a percutaneous coronary intervention (pci), a balloon burst occurred. Access was obtained through the right femoral artery. The target lesion was located in the highly calcified, fibrotic and non-tortuous proximal right coronary artery (rca). There was 80-90% restenosis of a previously implanted 3.0x13mm non-bsc stent. The physician advanced a 3.0x15mm apex coronary device to the lesion without resistance. The balloon was inflated to 10 bars for 10 seconds. The physician continued to inflate the balloon; however, it ruptured between 10-11 bars. Right before the balloon ruptured "dog boning" was noted as the proximal and distal ends of the balloon were more inflated than the center. The device was successfully removed intact and no resistance was encountered. The procedure was completed with a quantum maverick balloon inflated to 18 bars. No patient complications occurred and the patient's current condition is listed as 'fine'.

Manufacturer narrative:
(B)(4) - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. (B)(4)